Event description:
During the procedure the matrix ultrasoft-sr coil stretched; attempted to retrieve coil and were partially successful in retrieving a part of it. There is still a piece in the patient. Still some concerns about procedure outcome. Patient is being followed carefully.